Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 54 mm diameter abdominal aortic aneurysm. During the index procedure, it was reported that after the stent graft had been implanted, a type ia endoleak was observed via angiogram. The 9 endo anchors were then implanted to treat the event. A final angiogram showed that the endoleak had decreased but still remained. As per the physician, the cause of the event was due to anatomy as the patient had a short conical neck. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Additional information received: follow up CT one month post the index procedure revealed the endoleak had resolved. If information is provided in the future, a supplemental report will be issued.